Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message and was rattling inside. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as spc pin 3 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
It was reported by the user facility, a pt fell out of the bed in the ICU department. It was reported, the bed exit alarm was set, however, it is alleged the alarm did not go off when the pt exited the bed and the pt fell. No adverse consequences reported.